Event description:
It was reported that the patient presented in hospital for routine follow up. Device interrogation revealed a vf episode that was not converted with a high voltage shock. The patient returned to sinus rhythm spontaneously. A dft test was successfully performed and the device remains implanted. Patient condition was good after the event.